Manufacturer narrative:
Block e1: initial reporter alternative phone: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip would not release from the catheter. Block h11: the returned resolution 360 ultra clip device was analyzed, and during visual inspection it was found that the device was returned with the clip assembly detached with evidence of full deployment. A dimensional analysis was also performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip would not release from the catheter was not confirmed. The investigation results summary did not detect any problems related to the reported issue as the clip assembly was returned fully deployed. The returned device review showed no evidence of either the alleged or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for screening during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was able to lock onto tissue; however, the clip could not detach from the catheter to deploy. The technician attempted to release tension by manipulating the scope and opening and closing the handle several times but was unsuccessful. The physician was able to pull the clip off; however, it remained attached to the catheter wire. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
E1: initial reporter alternative phone: (B)(6). H6: imdrf device code a15 captures the reportable event of clip would not release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for screening during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was able to lock onto tissue; however, the clip could not detach from the catheter to deploy. The technician attempted to release tension by manipulating the scope and opening and closing the handle several times but was unsuccessful. The physician was able to pull the clip off; however, it remained attached to the catheter wire. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.